Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 12 synergy ii drug-eluting stent was advanced but had difficulties advancing through the guide catheter. The device was removed from the patient and it was noted that the middle of the stent was frayed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Strut segments 3 and 4 from the distal end of the stent were lifted and pulled is a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 12 synergy ii drug-eluting stent was advanced but had difficulties advancing through the guide catheter. The device was removed from the patient and it was noted that the middle of the stent was frayed. No patient complications were reported.